Event description:
It was reported that a catheter was removed with a coil partially deployed. A 8mm x 20cm .035 interlock 2d was selected to embolize the lesion. The target lesion was located in an av fistula in the medium to severely tortuous iliac artery. Intermittent flushing was performed. The physician successfully deployed several 8mm and 10mm coils thru a 5fr .038 non bsc catheter. Then on this last coil, it was noted that this device became stuck while partially deployed from the catheter's distal end and was not able to be retracted. The physician withdrew the entire system. The procedure was completed a different device. There were no patient complications reported and the patients condition in good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the dfu states: an imager ii selective diagnostic catheter is to be used in conjunction with the 035 coil and instructs the user to begin continuous flush before introducing the coil into the catheter. The use of the cook mp catheter during the procedure would contribute to friction reported and the difficulties advancing the coil. (B)(4).